Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset. The ipg was reset back to normal settings. The patient had been receiving radiation treatment. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset. The ipg was reset back to normal settings. The patient had been receiving radiation treatment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).